Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Evaluation codes - corrected patient and device codes to reflect patient issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's physician attempted to remove the patient's scs lead, but he was unable to do. Subsequently, the physician cut the tails of the lead at the distal portion of the lead paddle and left the remainder of the lead implanted in the patient. There were reportedly no complications.